Event description:
The customer reported image disturbance or distortion at the top left of the image during service or maintenance involving an olympus gastrointestinal videoscope, and there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.